Manufacturer narrative:
(B)(4). The reported complaint was confirmed. The field service representative (fsr) found that line b connection at the electronic patient gas system (epgs) oxygen (o2) inlet was loose. The fsr reinserted and seated line b. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
No consequences or impact to patient. Connection issue. Gas leak. Gas delivery system. (B)(4). As per the field service representative (fsr), the customer is using a mechanical gas flow meter. There was a loose line from the electronic patient gas system (epgs) that disconnected. The noise produced was from the compressed o2 that leaked.

Event description:
It was reported that after use of the device for a cardiopulmonary bypass (cpb) procedure, the air and oxygen (o2) lines popped off and there was a noise coming out of the area. There were no reported adverse consequences to the patient as a result of this event.